Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ra lead was also exhibiting oversensing concurrently with the undersensing.

Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted on stored electrograms, and low p-waves observed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.